Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro 2 heating wires separated from the jaws. The pa used spot cautery for a prolonged period to control a bleeding branch. Soon after, he noticed the heating wires had come up from the jaws. He continued using the device, but felt that the heating efficacy was reduced. An additional 30 minutes was added to the procedure due to the malfunction. After struggling for a while a replacement device was used to complete the procedure. The hospital reported no pt effects. The amount of blood loss was not measured and the pt did not require a transfusion.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25109968, 25109337 and 25110159 which are shipped to the account prior to the aware date. There was no nonconformance recorded relate to the complaint defect. (B)(4).